Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak over the reagent carousel area on the unicel dxc 600i synchron access clinical system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to ensure that the syringe was securely in place. The system failed calibration. Customer stated that no quality controls were run and patient results were not generated or reported outside the laboratory; therefore, patient treatment was not affected. The cts then generated a service request. The field service engineer (fse) inspected the instrument and replaced the rinse valve for reagent probe b. The fse also installed a new vacuum valve on reagent probe b, and a new t-valve on the reagent syringe pump. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.